Manufacturer narrative:
PMA/510k # exempt (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. Medwatch# mw5080689.

Event description:
The user facility medwatch report # mw5080689 was received and the report showed the customer reported, while operating the ncircle tipless stone extractor, the basket being used broke. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. No adverse events have been reported as a result of the alleged malfunction.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Investigation/evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the device lot number 9045701. The complaint device was returned with the handle and the basket formation in the opened position. The male luer lock adapter (mlla) is tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3 cm in length. Visual examination noted the support sheath is bowed starting 2 cm from the mlla. There is a kink in the basket sheath 3.3 cm from the distal end of the support sheath. One of the basket wires is broken approximately 3 mm from the distal cannula. The points of separation in the broken wire appear charred. This is approximately a 6mm gap between the points of separation. A review of the device history record found there were no non-conformances that would have caused or contributed to the reported failure mode. A review of complaint history records revealed there have been no other complaints received for the complaint device lot number 9045701. According to the instructions for use (IFU): precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a broken basket wire. One of the four basket wires is missing a 6mm section near the middle of the basket. The ends of the basket wires appeared melted and charred, indicative of exposure to a laser during use. The information provided indicated a laser was used during the procedure and that the cause of the issue was a physician error. The conclusion of the investigation is that the basket wire was inadvertently exposed to a laser in two locations during use, causing the wire to melt and break at the observed locations. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 04dec2018. The procedure being performed at time of reported issue was an ureterenoscopic stone extraction with holmium laser lithotripsy, stent placement. The procedure was completed with another device. The patient tolerated the procedure well. No part of the device broke inside of the patient. The patient did not experience any adverse effects due to this issue. As reported, the error that occurred with the device was confirmed by the physician as being physician error.

Manufacturer narrative:
Additional information provided by facility on 04dec2018: age or date of birth, sex, event, other relevant history. The device has not yet been received for evaluation; a follow up report will be submitted upon completion of the investigation.